Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br the stopper popped out of the tube causing spillage. The following information was provided by the initial reporter and translated to english. The customer stated: "the 3.5 ml yellow cap gel tubes with bd vacutainer c 100 separator gel from lot: 2181401 are loosening the cap as soon as the vacuum comes out during collection, causing the spillage of the biological sample."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br the stopper popped out of the tube causing spillage. The following information was provided by the initial reporter and translated to english. The customer stated: "the 3.5 ml yellow cap gel tubes with bd vacutainer c 100 separator gel from lot: 2181401 are loosening the cap as soon as the vacuum comes out during collection, causing the spillage of the biological sample."